Event description:
The following description of the event was copied from the user facility medwatch report received by carefusion on 08/29/2014. "Female patient with neurologic impairment, a seizure disorder, and dysphagia was being ventilated with the viasys avea ventilator. Comprehensive critical care ventilation was being used. The ventilator screen froze with red light(status) displayed. Viasys avea ventilator not cycling with continuous alarm. The alarm was continuous after viasys avea ventilator restarted. Viasys avea ventilator removed from patient and replaced with another viasys ventilator. Patient unaffected by viasys avea ventilator malfunction. What was the original intended procedure? Comprehensive critical care ventilation for the smallest patient in the nicu. Device usage problem: device failed (e.g.) Broke, couldn't get it to work or stopped working. Device usage problem: device malfunction - that is, the device did not do what it was supposed to do."

Manufacturer narrative:
The user facility did not provide any patient or device codes on their user facility report. (B)(4). The following information concerning the evaluation of the device was copied from a user facility third party service company work order provided by the user facility in response to an email sent by carefusion requesting additional information. "Reported notes: no picture on uim [user interface module]. Reported notes: replaced uim [user interface module], power supply, o2 cell. Verified proper operation/returned to service." Carefusion has sent multiple emails to the user facility's third party service company seeking additional information concerning the evaluation and repair of the device. As of september 26, 2014 there has been no response from the third party service company. Based on the information provided by the user facility, the device responded to the reported event as design by detecting an anomalous condition and alerting the attending medical staff by emitting a continuous alarm. Due to the limited amount of device evaluation information, carefusion is not able to determine if the user interface module and/or the power supply caused or contributed to the reported event. Should additional information become available, a follow-up medwatch report will be submitted.